Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has seen an increase in incontinence in past few months and in the last 72 hours, the device stopped working. The device was implanted 15 years ago, and the patient stated that the pump felt flat. A replacement surgery was performed in which all components were removed and replaced. A fluid leak from an unidentified origin is suspected. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has seen an increase in incontinence in past few months and in the last 72 hours, the device stopped working. The device was implanted 15 years ago, and the patient stated that the pump felt flat. No further information was provided.